Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was driving across a military base and grabbed their head; interference issues were reported. It felt like static electricity going through her head. The patient described it like a low grade shocking like a static effect. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient felt a "buzz" when driving by the military base, certain tv shows, certain volumes on the radio, and anything with magnetic interference.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# va0m6e3, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0n3rt, implanted: (B)(6) 2014, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).